Event description:
It was reported that during a prostatectomy procedure, after fifteen minutes, there was no function. The generator display showed replace instrument. Surgeon cleaned jaw and reconnected the system. After this generator showed during test reduce pressure on blade. No further information is available. No patient consequences reported. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the errors "replace instrument" and "relax pressure on blade" that were displayed during the procedure. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.